Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the anterior vitrectomy was not working. Additional information has been requested and received indicating there was no aspiration during an anterior vitrectomy. The case was completed using an alternate system. Patient impact was not provided.